Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had a small cut roughly 1cm in length on the black controller cable. Upon assessment a small cut was also noted on the white cable. The controller was exchanged in the clinic. No alarms were noted. The backup battery was replaced with the new controller.

Manufacturer narrative:
Main investigation conclusion: the reported event of cuts on the black and while power cables was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning 4 days (14aug2021 ¿ 17aug2021, 26aug2021 per timestamp). Events captured on 26aug2021 were recorded in the testing labs at abbott. There were no notable alarms active in the log file. Pump operation was not affected. The controller underwent preliminary and functional testing and passed. Multiple self-tests were performed and the controller was able to operate a mock loop as intended. The root cause of the reported event was unable to be conclusively determined during this investigation. Heartmate iii instructions for use, rev. C, section 2 entitled ¿system operations¿ and heartmate iii patient handbook, rev. C, section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.